Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed, and was moving heavily. It was noted that the motor was found to be faulty, and the reverse trigger was blocked. It was further determined that the device failed pretest for check reverse locking mechanism, check triggers for forward / reverse mode, check for untrue running, and check starting behavior. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.